Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasound gastrovideoscope had foreign material or part of stent stuck in main channel. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 additional information added to field b5, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection and customer allegation was confirmed. During evaluation the event "adhesive around the forceps cover is missing " was found. Based on the investigation results, it is likely that a metal stent was used in the previous procedure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using the similar device.